Event description:
It was reported that there was a blood leak from one edge of a broken xenium dialyzer. This event occurred after use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and no issues were noted. Should additional relevant information become available, a supplemental report will be submitted.